Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air in line sensor that was unresponsive. There was no patient involvement.

Manufacturer narrative:
D3: correction d9: 29-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the air detector was the cause of the reported issue. The air detector was replaced to resolve this issue.